Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the downloaded log file, containing approximately 13 days of data (16jun2023 to 29jun2023 per timestamp). A backup battery fault alarm was observed at 8:05:54 on 29jun2023 due to the backup battery not passing the load test. At the time of this alarm, the difference between the loaded and unloaded voltages of the battery was measured to be slightly outside the designed threshold. This alarm persisted up until the controller was exchanged and shut down. The ability of the controller to operate the pump was unaffected, as the pump maintained a speed above the low speed limit without issue. During functional testing of the returned heartmate 3 system controller (serial number: (B)(6), atypical alarms were not able to be reproduced. The controller performed as intended throughout all testing procedures and supported a pump for an extended period of time without issue. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault and power cable disconnect conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had a backup battery (ebb) fault that did not resolve with ebb exchange. The controller was exchanged, resolving the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.